Event description:
A male pt reported that he soaked his extended-wear lenses in complete brand multi-purpose solution, rinsed them with saline and inserted them, upon which he experienced burning, redness and tearing with a scratchy feeling. He said that he was unable to remove his lenses at the time, and, due to the demands of his job, he decided to leave the lenses in his eyes all day. The pt said his symptoms abated somewhat during the day, so he left them in overnight, but the following morning, his eyes were much worse. He visited his doctor who removed the lenses. The pt said he was told that he had a chemical burn and that the doctor prescribed ocuflox and celluvisc. The pt was not wearing lenses the next day, at the time of the report, and his eyes were still irritated with sensitivity to light. Repeated attempts have been made to contact the doctor; however, the diagnosis has not yet been confirmed. No additional information has been rec'd.